Event description:
Some medication left inside the epinephrine autoinjector [incorrect dose administered] medication did not come out of pen after injection/medication was not able to administer to the patient after injecting [product delivery mechanism issue]. Case narrative: this spontaneous report concerns of events incorrect dose administered and product delivery mechanism issue in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 24-jul-2025, amneal pharmaceuticals received information from nurse practitioner via telephonic call concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector injection via intramuscular (ndc: 0115-1694-49) (strength, dose, and frequency were not reported) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. The reporter stated that on (B)(6) 2025, while administering epinephrine to the patient, she observed that the medication was not able to administer to the patient after injecting. She further confirmed that the patient received the medication from second epinephrine autoinjector. The reporter noted that there was still some medication remaining inside the autoinjector after attempted use. When asked about the quantity of remaining medication, she stated that she was not aware of the exact amount left. She also confirmed that the patient did not experience any adverse effects. Last action taken with epinephrine in relation to incorrect dose administered and product delivery mechanism issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and product delivery mechanism issue were unknown. The reporter did not provide causality assessment of events incorrect dose administered and product delivery mechanism issue with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Some medication left inside the epinephrine autoinjector [incorrect dose administered]. Medication did not come out of pen after injection/medication was not able to administer to the patient after injecting [product delivery mechanism issue]. Case narrative: this spontaneous report concerns of events incorrect dose administered and product delivery mechanism issue in a patient (age, gender and race not reported) from the united states. The patient's age at the time of event experience was not reported. On 24-jul-2025, amneal pharmaceuticals received information from nurse practitioner via telephonic call concerning above-mentioned event experienced while on amneal's adrenaclick (epinephrine). On (B)(6) 2025, the patient was being treated with epinephrine auto-injector injection via intramuscular (ndc: 0115-1694-49) (strength, dose, and frequency were not reported) for an unknown indication. Co-suspect medication, concurrent conditions, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests not reported. The reporter stated that on (B)(6) 2025, while administering epinephrine to the patient, she observed that the medication was not able to administer to the patient after injecting. She further confirmed that the patient received the medication from second epinephrine autoinjector. The reporter noted that there was still some medication remaining inside the autoinjector after attempted use. When asked about the quantity of remaining medication, she stated that she was not aware of the exact amount left. She also confirmed that the patient did not experience any adverse effects. Last action taken with epinephrine in relation to incorrect dose administered and product delivery mechanism issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and product delivery mechanism issue were unknown. The reporter did not provide causality assessment of events incorrect dose administered and product delivery mechanism issue with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 11-aug-2025. New information received includes investigation report, attached with this case. Product: epinephrine auto-injector 0.3 mg, lot number: g221202x, exp: jul-2025, complaint ID: (B)(4), complaint type: defective injector - medicine left in syringe, and date received: on (B)(6) 2025. Summary of complaint: the complainant reported that after using the auto-injector, the medication " medication was not able to administer to the patient after injecting" and residual medication was observed in the device. The consumer indicated that a second injector was used successfully. The complaint sub-type was classified as "defective injector ¿ medicine left in syringe". Phillips investigation (sdeai lot: g231202x): no deviations or anomalies found during assembly or final release. In-process and final product testing met all specifications. This was the first reported complaint for the subject lot which expired 31-jul-2025. The review for " defective injector " was not confirmed following the assessment of the retained sample investigation. Returned sample evaluation: one empty epinephrine injection, usp 0.3 mg auto-injector 2-pack carton (lot: g231202x, exp: jul-2025) and one 1873-04 pi/pil were returned. No auto-injector devices were included with the return. As no devices were available for evaluation, the complaint could not be confirmed. Complaint trend review: first complaint for lot: g231202x. Complaint rate for "defective injector" over 24 months: (B)(4) with a (B)(4) confirmed defect rate upon review of all complaints and similar complaints reported, further supporting product reliability. Apr review shows no adverse trends. IFU review: the reported residual medication remaining in the device after use is normal and consistent with the product¿s design, which delivers a fixed, metered dose. This is a known and expected condition that does not indicate a device malfunction or underdose. The need for a second dose aligns with the IFU instructions and established medical practice for anaphylaxis treatment, and is not indicative of device failure. Based on the intake information, this complaint is potentially related to user error or misunderstanding, as the IFU provides clear instructions addressing the reported concerns. Conclusion: the complaint condition was not confirmed. Investigation findings support that the device operated as intended. Residual medication volume is normal and consistent with product design. Root cause is attributed to user handling error or misinterpretation of the instructions for use (IFU). No corrective or preventive actions are required at this time, and there is no impact on product quality, patient safety, or regulatory compliance. All lots released to the market were produced in accordance with current approved specifications and procedures. Last action taken with epinephrine in relation to incorrect dose administered and product delivery mechanism issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and product delivery mechanism issue were unknown. The reporter did not provide causality assessment of events incorrect dose administered and product delivery mechanism issue with respect to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.